Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1.5 months of implant, the thresholds on the right ventricular (rv) lead were high. The lead was repositioned from the apex to the lower septum and remains in use. No patient complications have been reported as a result of this event.